Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had essure removed 5 months ago, constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian torsion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("I too was plagued with uti after hsyterectomy/I'm sorry to hear you're dealing with this"), migraine ("migraine"), menopause ("menopause"), endometriosis ("endometriosis"), cystitis interstitial ("cystitis interstitial"), allergy to metals ("allergic to nickel"), thyroid disorder ("thyroid issue"), negative thoughts ("having some dark thoughts"), rash ("rash"), frustration tolerance decreased ("frustration"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder issue"), anger ("anger"), pruritus ("itching"), cyst ("cyst"), depression ("depression"), hypersomnia ("sleeping a lot"), vaginal odour ("smell in vagina") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("she haven't lost a pound"). The patient was treated with surgery (she had essure removed.). Essure was removed on 16-aug-2018. At the time of the report, the pelvic pain, urinary tract infection, migraine, menopause, endometriosis, cystitis interstitial, allergy to metals, thyroid disorder, negative thoughts, rash, frustration tolerance decreased, vulvovaginal mycotic infection, bladder disorder, anger, pruritus, cyst, depression, hypersomnia, vaginal odour and abdominal pain lower outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain lower, allergy to metals, anger, bladder disorder, cyst, cystitis interstitial, depression, endometriosis, frustration tolerance decreased, hypersomnia, menopause, migraine, negative thoughts, pelvic pain, pruritus, rash, thyroid disorder, urinary tract infection, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: urinary tract infection,frustration, uti, yeast infection, bladder issue, anger, itching, cyst, depression, sleeping a lot, smell in vagina, lower abdominal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had essure removed 5 months ago, constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian torsion. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("I too was plagued with uti after hsyterectomy/I'm sorry to hear you're dealing with this"), migraine ("migraine"), menopause ("menopause"), endometriosis ("endometriosis"), cystitis interstitial ("cystitis interstitial"), allergy to metals ("allergic to nickel"), thyroid disorder ("thyroid issue"), negative thoughts ("having some dark thoughts"), rash ("rash"), frustration tolerance decreased ("frustration"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder issue"), anger ("anger"), pruritus ("itching"), cyst ("cyst"), depression ("depression"), hypersomnia ("sleeping a lot"), vaginal odour ("smell in vagina"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("baby kicking (flutter)") and was found to have weight increased ("she haven't lost a pound"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, migraine, menopause, endometriosis, cystitis interstitial, allergy to metals, thyroid disorder, negative thoughts, rash, frustration tolerance decreased, vulvovaginal mycotic infection, bladder disorder, anger, pruritus, cyst, depression, hypersomnia, vaginal odour, abdominal pain lower and abdominal pain outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anger, bladder disorder, cyst, cystitis interstitial, depression, endometriosis, frustration tolerance decreased, hypersomnia, menopause, migraine, negative thoughts, pelvic pain, pruritus, rash, thyroid disorder, urinary tract infection, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: urinary tract infection,frustration, uti, yeast infection, bladder issue, anger, itching, cyst, depression, sleeping a lot, smell in vagina, lower abdominal, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter's information added. Event:baby kicking (flutter) added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had essure removed 5 months ago, constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian torsion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("I too was plagued with uti after hsyterectomy/I'm sorry to hear you're dealing with this"), migraine ("migraine"), menopause ("menopause"), endometriosis ("endometriosis") and cystitis interstitial ("cystitis interstitial"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, migraine, menopause, endometriosis and cystitis interstitial outcome was unknown. The reporter considered cystitis interstitial, endometriosis, menopause, migraine, pelvic pain and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 3,4 and 5 process together. On 20-mar-2020: fu 3,4 and 5 process together. On 20-mar-2020: fu 3,4 and 5 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had essure removed 5 months ago, constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian torsion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("I too was plagued with uti after hsyterectomy/I'm sorry to hear you're dealing with this"), migraine ("migraine"), menopause ("menopause"), endometriosis ("endometriosis"), cystitis interstitial ("cystitis interstitial"), allergy to metals ("allergic to nickel"), thyroid disorder ("thyroid issue"), negative thoughts ("having some dark thoughts"), rash ("rash"), frustration tolerance decreased ("frustration"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder issue"), anger ("anger"), pruritus ("itching"), cyst ("cyst"), depression ("depression"), hypersomnia ("sleeping a lot"), vaginal odour ("smell in vagina") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("she haven't lost a pound"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, migraine, menopause, endometriosis, cystitis interstitial, allergy to metals, thyroid disorder, negative thoughts, rash, frustration tolerance decreased, vulvovaginal mycotic infection, bladder disorder, anger, pruritus, cyst, depression, hypersomnia, vaginal odour and abdominal pain lower outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain lower, allergy to metals, anger, bladder disorder, cyst, cystitis interstitial, depression, endometriosis, frustration tolerance decreased, hypersomnia, menopause, migraine, negative thoughts, pelvic pain, pruritus, rash, thyroid disorder, urinary tract infection, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: urinary tract infection,frustration, uti, yeast infection, bladder issue, anger, itching, cyst, depression, sleeping a lot, smell in vagina, lower abdominal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- allergic to nickel. Reporter were added. Fu 07, 08, 09, 10 was processed together. On (B)(6) 2020: social media was received. Event added- thyroid issue, thought disorder. Reporter were added. Fu 07, 08, 09, 10 was processed together. On (B)(6) 2020: social media was received. Event added- rash.reporter were added. Fu 07, 08, 09, 10 was processed together. On (B)(6) 2020: social media was received. Event added- frustration, yeast infection, bladder issue, anger, itching, cyst, depression, sleeping a lot, smell in vagina, lower abdominal pain. Reporter were added. Fu 07, 08, 09, 10 was processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed 5 months ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian torsion. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("I too was plagued with uti after hsyterectomy/I'm sorry to hear you're dealing with this"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal and urinary tract infection outcome was unknown. The reporter considered medical device removal and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Event" urinary tract infection" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had essure removed 5 months ago, constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian torsion. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("I too was plagued with uti after hsyterectomy/I'm sorry to hear you're dealing with this"), migraine ("migraine"), menopause ("menopause"), endometriosis ("endometriosis") and cystitis interstitial ("cystitis interstitial") and was found to have weight increased ("she haven't lost a pound"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, migraine, menopause, endometriosis and cystitis interstitial outcome was unknown and the weight increased had not resolved. The reporter considered cystitis interstitial, endometriosis, menopause, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " she haven't lost a pound" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed 5 months ago') in a female patient who had essure inserted. The patient's medical history included ovarian torsion. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.